Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. The instrument experienced an unclamp failure leading to a forced expiration of the instrument, rendering the stapler unusable. Review of error logs showed that this stapler was used at the site on (B)(6) 2022 using system sl0069. Error 22030, p1=2 occurred and failed due to an "unclamping failure" with forced expiration occurring simultaneously. Fa found the primary failure of an unclamp failure to be related to the customer reported complaint. No damage was found to the I-beam. Instrument was placed on the system with a new reload. Due to the forced expiration, error message of "instrument failure: do not reuse" occurred. The instrument was transferred to engineering for further analysis. The instrument was left in forced expiration state and was not reversed using intuitive software. Instrument was re-installed on an in-house system and the system failed to recognize the instrument on multiple installs. Housing was removed to find the radio-frequency identification (rfid) retention feature broken off from the chassis. As a result of breakage, rfid can become dislodged from pocket, causing recognition failures. Breakage of chassis is likely due to a component failure. This damage is not related to the unclamp failure seen in the logs. After rfid was re-seated, it was confirmed that the instrument was force expired due to a drivetrain failure via the rfid editor application. Force expiration was reversed using the rfid editor to allow in-house testing. Instrument was tested in-house twice and passed engagement and initialization each time. Instrument was able to fire two reloads, one on a test foam and the other on a test sheet. No failures occurred during clamping/firing/unclamping. The unclamp failure seen in the logs was not replicated. I-beam was able to be manually extended and retracted without any issues, suggesting the drivetrain is intact. The cause of drivetrain failure is not determinable. A review of logs for the single use sureform 45 stapler instrument, pn:480445-04; lot #l91220124 0269, returned on RMA shows it was used during a gastric bypass procedure performed on (B)(6) 2022 on system sl0069. The stapler was fired twice during the procedure. Advanced technical review (results): the following additional information was provided on 07/19/2022 by failure analysis engineer (fae) regarding finding of 'drivetrain failure' observed in dsp logs: "generally, an unclamp drivetrain failure indicates that the system detected unclamp forces that fell below the minimum threshold for unclamp force. This can be caused by a few things, but usually involves something happening to the drive cables inside the instrument. I believe the users may see the message below if a drivetrain failure occurs. I don¿t think they would be given a message that instructs them to use the mrk, because the mrk likely won¿t be effective when a drivetrain failure occurs. In general, an unclamp drivetrain failure could result in the jaws being stuck on tissue." Regarding customer reported complaint: "the original complaint seems to be related to reload detection. The 2nd install shows that the system detected a blue reload without the user having to manually select the reload color. The 3rd install shows that the user manually selected a white reload via the gui because of the troubleshooting workflow (i.e. The previous install did not result in a reload being fired, so subsequent install requires manual reload color selection by default)." No photo or video was provided by the site for review. This complaint has changed to a reportable event due to the following conclusion: failure analysis confirmed that the instrument experienced an unclamp failure leading to a forced expiration of the instrument, rendering the stapler unusable. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pancreatectomy - segmental surgical procedure, the sureform stapler reload color was not recognized. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the customer was unable to provide additional information.